Manufacturer narrative:
Analysis of the neurostimulator model 37712 serial (B)(4) found no anomaly. The ins functioned properly during a long term monitor test.

Manufacturer narrative:
Lead model 3877 serial# unknown implanted: unknown explanted: unknown lead model 3877 serial# unknown implanted: unknown explanted: unknown.

Event description:
It was reported that the patient experienced pain as a result of his implantable pulse generator (ipg) switching itself off. The ipg was interrogated and all settings, impedances and battery life appeared to be ok. The ipg switched itself off after ten minutes. It was turned back on with the n¿vision programmer but switched itself off again in ten minutes. It was turned back on with the patient programmer, and switched itself off again. A new programmer was used with the same results, and the hcp decided to explant the ipg and replace it with a restoreultra. It was not believed that the device was programmed i9n the cycling mode. It was reported that there was no patient injury. The patient had no complaints with the new system, and was doing well. The new stimulation was not switching itself off, and all impedances were within range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.